Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same patient case as MFR#: 2134265-2008-02674. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. Sixteen months post the initial stent deployment, te patient presented with chest pain, shortness of breath, and st elevated myocardial infarction. Angiography revealed the rca was 100% occluded at the previously deployed stent. Inflations were made with a 2.5x15mm maverick balloon and vessel dissection occurred. Multiple inflations were performed to restore flow. A clot was noted within the previously deployed stent. A 3.50x28mm taxus stent was deployed in the ostial-proximal portion of the rca. Balloon inflations, to 17 atm, were made in the portion of the vessel between the 2 stents. Timi 3 flow was achieved.